Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73f2000302 investigation did not show issues related to the complaint.

Event description:
We just had an issue with this batch in theatres. Our staff and surgeon opened multiple purple hem-o-lok applicators but the clips themselves from this batch were not correctly attaching. Please find attached the details of the batch we had issues with today. As mentioned in our call , the scrub nurse and surgeon are both very familiar with your stock and the lap applicators used for the case. Given the urgency of use the staff attempted to use and then discarded an entire box of cartridges. The issue was resolved when I supplied a new box of cartridges. I am sorry, I am not able to supply you with a unit from the box that was used. As soon as I was notified of the problem , I contacted the reporter via phone and discussed the situation that had occurred. The same lap appliers were used when attempting to load the first box of clips now considered faulty and also when loading the 2nd box of clips which were able to be loaded and used successfully in the case. The faulty clips were never used inside the patient and, due to the ligation urgency required during this case, radical prostatectomy, the decision was made to try the 2nd box which had only been delivered to the theatre stores on the am of 15/03/21. The 2nd box of clips worked with the appliers and ligation was achieved with no negative outcome for the patient. All the first box of cartridges/clips were discarded into the contaminated waste and therefore no samples can be provided for assessment in this situation.